Manufacturer narrative:
Block h6: medical device code a15 captures the reportable issue of clip failed to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned severely damaged; as it was observed that the catheter was cut, control wire was out of the catheter, and control wire was kinked. It was also found that the device returned with the clip assembly separated and only a piece of the spool was returned as part of the device handle. Microscope examination was performed on the clip, and it was observed that activations had been performed and the bushing had hits on its hooks and bushing tabs were rounded. Dimensional examination was performed on the outside diameter of the bushing, and it was confirmed to be within specification. A dimensional examination was also performed between the hooks of the bushing, and both sides a and b were found to be out of specifications. No other issues with the device were noted. According to this evidence, it is possible that as a result of the bushing out of specifications, during the actuation of the device, some friction occurred between the components inside of the clip assembly, causing the bushing hits and confirming the clip failure to release from the catheter. Additionally, the handle was broken and with only the spool was returned, this failure mode could happened when the physician shook the clip for several times but the tip of the clip assembly could not be detached normally. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during a polypectomy procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but the handle of the clip was broken apart and the clip did not release from the catheter to deploy. Reportedly, the handle was cut off from the deployment device at the scope biopsy cap and the scope was withdrawn. On removal of the scope and the deployment device, it was observed that the clip was fully attached. It was noted that the operator reintroduced the scope and checked the polyp site and no bleeding had occurred. The procedure was completed with a different clip device. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during a polypectomy procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but the handle of the clip was broken apart and the clip did not release from the catheter to deploy. Reportedly, the handle was cut off from the deployment device at the scope biopsy cap and the scope was withdrawn. On removal of the scope and the deployment device, it was observed that the clip was fully attached. It was noted that the operator reintroduced the scope and checked the polyp site and no bleeding had occurred. The procedure was completed with a different clip device. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.